Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the cutter device and the reported condition that the burr device was unable to be detached from the craniotome device was confirmed. An assessment was performed and it was determined that the cutter device broke while trying to remove it from the attachment device. It was reported that the cutting device was received stuck in the craniotome attachment device and the cutter was fully corroded, and debris was all over the cutting tool. The assignable root cause was determined to be traced to user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cutter device broke while trying to remove it from the attachment device. It was reported that the cutting device was received stuck in the craniotome attachment device. It was reported that the cutter was fully corroded, and debris was all over the cutting tool. It was reported in the service order that the craniotome had bearing damage and the burr device was unable to be detached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.